Event description:
In 2007, a female was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to the brachial vein. On the following month, the patient presented with moderate thrombosis with stenosis. An angiojet, a mechanical thrombectomy, a fistulogram and a pta procedure was performed.